Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer estimated that the image could not be displayed because the video communication could not be transmitted to the processor due to the cable breakage. We checked the product shipment record, but there was nothing wrong with the device. Cable breakage is believed to be due to user handling. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Event description:
The service center was informed that during set up it was noted that the customer¿s camera head was broken. There was no patient involvement reported.

Manufacturer narrative:
The camera head was returned to the service center for evaluation. The customer¿s complaint of the ¿camera head is broke¿ was confirmed as no image was observed due to a faulty cable unit. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.